Manufacturer narrative:
(B)(4). Batch # r92r1y. Investigation summary: the device was returned with the tissue pad damaged, melted and 100% present. The device was connected to a gen11. During functional testing on the generator, although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. The instrument was disassembled to inspect internal components and the closure indicator was broken and not making contact with the moving trigger. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused the broken clicker. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an unknown procedure, the click sound became not to be heard soon after the procedure was started. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.